Event description:
After post-dilation, the patient suffered slurred speech and left sided weakness. A selective angiogram showed spasm in the distal internal carotid artery down the stent. This was treated with 200mcg of nitroglycerin. Within 15 seconds the patient regained use of his left side. The patient is a male with a medical history of coronary artery disease and hypertension. The target lesion was the proximal right internal carotid artery (ica). The physician made access to the patient in the right common femoral artery. A jv-2 catheter and a glidewire were then used to cannulate the vessel. The glidewire was exchanged for a rosen wire. A 6fr. Sheath was inserted and the patient was administered 7000 units of heparin. The act was greater than 250. Next, a 6mm angioguard was deployed successfully distal in the right ica. The stenosis was pre-dilated with a 3x3 balloon (voyager) at 10 atmospheres (atms) for approximately thirty seconds. Next, a precise 9x40 stent was successfully deployed at the lesion. There was some residual stenosis, so the physician post-dilated the stent with a 5x3 aviator balloon. Following post-dilation, it was noted that the patient had some slurring of speech and decreased strength on the left side. A selective angiogram showed that the patient had spasm in the distal ica, down through the stent. The patient was treated with 200mcg. Of nitroglycerin. Within 15 seconds the patient regained use of his left side. The patient was also oriented. Follow-up angiography showed widely patient vessels with no intraluminal thrombus or distal embolization. At this point, the angioguard was removed. The procedure was completed. The patient returned to baseline and was discharged the next day.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2008-02574 and 9610978-2008-00249.